Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection revealed the main coil was stretched and the suture was broken. The main coil was returned separated from the delivery wire and appeared to be have been mechanically detached. Although a functional testing could not be performed due to the condition of the returned device, the damage noted to the main coil would have caused friction in the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the same microcatheter was used to complete the procedure. It is likely that the main coil broke due to manipulation against resistance. An assignable cause of procedural factors will be assigned to the reported event and to the analysed since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
Analysis of the returned device revealed that the subject device was broken during use. There were no clinical consequence to the patient reported as a result of this event.